Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
It was reported that a skin reaction occurred. The sensor was inserted into the abdomen. On (B)(6) 20023, the patient developed a rash that extended beyond the sensor patch on an unspecified date after the sensor had been inserted. She developed a fever, went to the hospital for evaluation and was admitted for four days. She was diagnosed with sepsis and treated with unspecified antibiotics. The physician was uncertain that the rash was caused by the sensor patch but the rash was present under and extended beyond the footprint of the sensor patch. The sensor was removed and discarded by the hospital staff. At the time of the report, the patient was home and was feeling better. No product was provided for evaluation. The allegation and a probable cause could not be determined. No additional patient or event information is available.